Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). Article: fukui, k., shioya, a., tachi, y., yonezawa, k., hirata, h., & kawahara, n. (2019). Subchondral fracture caused by unevenly stiffened meniscus after radiofrequency-assisted arthroscopic knee meniscectomy: a case report and review of the literature. International journal of surgery case reports, 65, 135-140. Doi:10.1016/j.ijscr.2019.10.049. H6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review subchondral fracture caused by unevenly stiffened meniscus after radiofrequency-assisted arthroscopic knee meniscectomy: a case report and review of the literature, 1 patient had a unicompartmental knee arthroplasty after a knee arthroscopy procedure where a radiofrequency assisted dyonics electro blade was used. In the revision surgery, a uneven height and radiofrequency-induced stiffening in the resected margin at the middle segments of the medial meniscus was found, also a subchondral fracture of the medial femoral condyle was located at just over the stiffened area of the medial meniscus which caused osteonecrosis. Histopathologically, prominent callus formation was seen comprising reactive woven bone and granulation tissue on both sides of the fracture. The resected meniscus showed proliferation of fibroblasts and collagen fibers corresponding to the stiffened area. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H11: h2: corrected information in b5.

Event description:
It was reported that on literature review subchondral fracture caused by unevenly stiffened meniscus after radiofrequency-assisted arthroscopic knee meniscectomy: a case report and review of the literature, (B)(4) patient had a unicompartmental knee arthroplasty after a knee arthroscopy procedure where a radiofrequency assisted dyonics electroblade was used. In the revision surgery, a uneven height and radiofrequency-induced stiffening in the resected margin at the middle segments of the medial meniscus was found, also a subchondral fracture of the medial femoral condyle was located at just over the stiffened area of the medial meniscus which caused osteonecrosis. Histopathologically, prominent callus formation was seen comprising reactive woven bone and granu-lation tissue on both sides of the fracture. The resected meniscus showed proliferation of fibroblasts and collagen fibers corresponding to the stiffened area. Patient outcome is unknown. No further information is available.